Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. There was no moisture damage found inside the pump. The pump passed the displacement test, operating currents, self test, and off no power test. There was no weak battery alarm and no failed battery alarm. No frozen screen was noted and the time functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's buttons were not working properly once they began to enter the bolus wizard on the insulin pump. Customer received a battery failure message and then a button error alarm. Caller took the battery out and it looks like the screen has water droplets in the screen. Customer's blood glucose was 334 mg/dl. Customer took an injection and there was no response from any button. Caller stated that there is no response from any button. Customer stated that the screen is not totally blank. Caller stated that the alarm occurred after the buttons were unresponsive. Customer had a button error alarm that could not be cleared. Caller was advised that the pump will need to be replaced. Caller was also advised to revert to back-up plan.